Event description:
"It was reported on a user facility report that the patient with idiopathic scoliosis underwent a previous revision of posterior spinal fusion. Eight months post-op, a screw broke resulting in the loss of inferior fixation." No additional information was provided.

Event description:
It was found that the left iliac screw was broken. The screw was removed entirely and a new screw was implanted.

Manufacturer narrative:
From user facility report (B)(4). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Submitted pictures show iliac cmas screw broken at approximately the 10th thread of the bone screw, with the 11th thread damaged, likely due to explantation and removal from ilium. Submitted pictures do not fracture surface, disallowing additional microscopic or dimensional examination. After visual review of submitted pictures, no evidence was found that would suggest a defect in manufacturing or processing of the implant components; unable to definitively determine specific root cause of the foregoing event from the available information. (B)(4).

Manufacturer narrative:
(B)(4)